Event description:
It was reported that during treatment of an anterior communicating wide-neck aneurysm, a headway microcatheter was prepared and was to be placed into the aneurysm by using a micro guidewire. The resistance of the micro guidewire was extremely high after it entered the microcatheter. When the surgeon removed the micro guidewire and the microcatheter and attempted to pass it outside the patient body, the resistance of the micro guidewire was still very high, and it could not pass through. The surgeon replaced the microcatheter with another one. After confirming that it could pass through with a micro guidewire outside the patient body, the microcatheter was successfully placed into the aneurysm with a micro guidewire. The coil and stent were released, and the operation was completed. The patient's current condition is good. The device was returned for evaluation and the investigation found exposed lumen coil in the hub.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation found that an in-house guidewire experienced resistance when advanced through the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. The lumen of the microcatheter was found to have damaged ptfe liner with the lumen braid exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damaged ptfe liner and exposed lumen coil, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.